Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer states has had peristomal bleeding and skin irritation for awhile now. States starter hole in pouch is larger than stoma. Advise on how to use stomahesive powder and barrier wipes to crust area and also sending samples with smaller holes.